Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male pt in cardiac arrest, the device would intermittently not power up. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.